Event description:
The customer initially called to report high blood glucose levels. The customer then stated, he was hospitalized for high blood glucose levels close to 500 mg/dl. The customer also had ketones. The customer stated, she changed the entire infusion set at least seven times prior to the event. Troubleshooting was performed and the programming was correct on the insulin pump. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.